Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with or charge her ipg. The patient has not charged her ipg in approximately 6 weeks. A replacement charging system was sent to the patient as the next course of action.